Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device could not be charged and discharged normally while treating the patient with acute myocardial infarction. The hopital immediately activated the backup defibrillator in other departments, and the operation proceeded normally. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.